Event description:
The customer contacted stryker to report that defibrillation energy delivery level on their device is not as expected. In this state, wrong defibrillation therapy may be delivered. There was no patient involved in the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After recalibrating, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that defibrillation energy delivery level on their device is not as expected. In this state, wrong defibrillation therapy may be delivered. There was no patient involved in the reported event.

Manufacturer narrative:
The cause of the reported issue was determined to be due to the out of calibration energy output.